Manufacturer narrative:
Product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that approximately 10 years and 10 months post implant of this bioprosthetic aortic valve, the patient underwent a transcatheter valve-in-valve replacement procedure with a non medtronic device. The reason for evaluation was reported as generalized valve degradation, increased gradients, stenosis and severe insufficiency. No additional adverse patient effects were reported.